Manufacturer narrative:
Upon review of the device history for the glidescope spectrum smart cable serial number (B)(4), it was determined that the device was manufactured on (B)(6) 2017. Due to the fact that there are no repairs available and the device is no longer under warranty, the customer was advised to replace the unit. The smart cable was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. No further investigation required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear when the cable was flexed. The customer indicated the procedure was completed using a glidescope avl video baton 3-4 and there was no delay in the procedure noted. No harm to the patient or the user reported.